Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter does not power on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the power issue began on (B)(6) 2012 (time not specified). The patient's diabetes regimen is not known and it is not clear what action the patient took in response to the reported meter issue. As a result of the alleged issue, the patient claimed she developed symptoms of thirst and frequent urination a few hours later. The patient indicated she did test her blood glucose with another device, however, the patient does not recall the result. According to the csr's documentation, the patient administered an unspecified amount of insulin as self-treatment at an unclear time later. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, she was using the correct test strips at the time the alleged issue occurred, there was no misuse of the lfs product, and the subject meter did not turn on with the power button. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.